Event description:
It was reported that during a percutaneous coronary intervention procedure, difficulty was encountered removing the balloon catheter. The balloon had been inflated multiple times. Upon removal the physician encountered resistance. The balloon catheter was removed with force and a kink was noted upon removal. Pt status is listed as "good."